Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a fractured cannula tip. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: vats. Event description: report from the sales rep: during the operation, the operator noticed that the tip of the cannula was broken and missing. The case was completed with the new one. They do not know where the missing pieces went. Initial investigation report: the event unit was not returned to us because it was an infectious case, we could not confirm the unit condition. [T]he tip of the cannula was broken. The incident information will be informed amr for further evaluation. Product is not available for return. Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: vats. Event description: report from the sales rep. During the operation, the operator noticed that the tip of the cannula was broken and missing. The case was completed with the new one. They do not know where the missing pieces went. Initial investigation report: the event unit was not returned to us because it was an infectious case, we could not confirm the unit condition. [T]he tip of the cannula was broken. The incident information will be informed amr for further evaluation. Product is not available for return. Intervention: the case was completed with the new one. Patient status: no patient injury.